Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail was placed on the aiming bracket. There was a surgical delay of three (3) hours. Patient outcome is successful with the wounds and fractures healing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the complaint is not available to return for investigation. The customer retaining the product. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the surgeon performed the surgery on (B)(6) 2020 using reamer irrigator aspirator (ria) ii system and expert tibial nail (etn). Ria ii system was used to collect the spongiosa bone which was later used in the foot/ankle. Then surgeon started with the etn implantation procedure by opening proximal, guidewire in shaft, measuring etn and extracting the correct length of etn. Per sales rep etn fits only one way on the aiming bracket. Surgeon tapped in etn with a hammer, which was completely normal, and then the distal locking screws were placed "free hands". Subsequently, a distal x-ray was taken for inspection, which looked good, however the proximal x-ray did not look good. A fracture had formed. The proximal pin looked strange on the x-ray. The nail had been positioned the wrong way round on the insertion bracket and had been inserted the wrong way into the tibia. Since this fracture could not be treated with an etn, surgeon removed the etn and treated the proximal fracture successfully with proximal tibia plates (medial and lateral). No further information provided. Concomitant device reported: ria 2 (part#: unknown, lot#: unknown, quantity: 1); guide wire (part#: unknown, lot#: unknown, quantity: 1); aiming arm (part#: unknown, lot#: unknown, quantity: 1): hammer (part#: unknown, lot#: unknown, quantity: 1): locking screw (part#: unknown, lot#: unknown, quantity: unknown); insertion instrument (part # unknown, lot # unknown, quantity 1). This report is for one (1) expert tn 0 solid l360 tan light green. This is report 1 of 2 for (B)(4).